Event description:
Adenoid and tonsils were removed. Right bed cauterized, followed by cautery of left bed. During cautery of left bed, spark and flame noted at cautery tip. Order given to stop anesthesia, tube removed, pt examined by physician and physician from respiratory care. Pt transfered to children's hosp for eval and treatment if necessary. Equipment in use at the time: anesthesia unit. Electricalsurgical unit. **anesthesia unit not suspected device.